Event description:
It was reported that the patient underwent surgery for implant of artificial cervical disc. Post-op the screws backed out. Two days post-op the patient underwent a second procedure to remove the disc and fuse the level. The surgeon reportedly said the implant may have been placed laterally and did not get the right trajectory for the bone screws.

Manufacturer narrative:
(B)(4). The device or applicable imaging studies were not returned to the manufacturer for evaluation. We are unable to determine cause of the event.